Manufacturer narrative:
This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine follow up appointment this pacemaker was found to have out-of-range impedance measurements on the right ventricular (rv) lead and left ventricular (lv) lead. The device was reprogrammed to bipolar configuration and remains in service. No adverse patient effects were reported.